Event description:
The customer originally reported that during a right hemicolectomy, the device was used to seal and cut tissue and the jaws could not be re-opened for another application. The surgeon opened another instrument in order to successfully complete the procedure. There was no pt injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.